Event description:
It was reported that approximatively six weeks after implantation of an intraocular lens(iol) into the eye, the iol was explanted and replaced with a toric monofocal iol due to uncomfortable glare and halos. The patient had stated they felt as they could see a fingerprint on the lens. The surgeon reported there was nothing wrong with or to the lens and the event was caused by patient intolerance to the iol.

Manufacturer narrative:
The device was discarded and not returned for evaluation. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined.

Manufacturer narrative:
Additional information: a2, b6, g3, h11. Corrected information: b2.